Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
At 09:00 on september 24th, during throat examination for a patient, the user found that the processor could not be turned on with a black screen, which resulted in the patient needing emergency treatment could not be examined. Reported for repair immediately. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the pcb of processor was broken. The scope was repaired by the third party and returned to the hospital. Correction information: h6: coding changed, based on the investigation result. Additional information: d8: this device was serviced by a third party.